Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025. . The blood glucose level was over 600 mg/dl at the time of event and the patient received insulin shots. The patient had symptoms of feeling sick, tired at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007403 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007403 was manufactured according to the work instruction (wi) version 79 packaged in the multivac 12, on 27/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 6007403 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.